Event description:
Clip not loading properly. Manufacturer response for medium ligaclip, ethicon (per site reporter). They will come and get the device and reimburse us. They will initiate a quality control investigation.